Event description:
After medical review of f/u received on this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 from a nurse - local reference (B)(4). This case involves a female (age nos) treated with a total of 5 vials of poly-l-lactic acid (sculptra); 2 vials (batch nos) in (B)(6) 2011, 2 vials (batch nos) 6 weeks later date nos, and 1 vial (batch nos) in (B)(6) 2011 at cheeks for cosmetic purposes. In (B)(6) 2011 the pt experienced outbreaks of spots, rashes, and dry patches, starting at her chin and spreading over her face. Therapy with poly-l-lactic acid has been discontinued. The pt had been seen by doctor who had diagnosed an infection. The events are ongoing. It is unk whether any corrective treatment was given. Significant/relevant medical history includes - breast cancer, drinks alcohol sometimes with a significant amount of alcohol (nos). Relevant concomitant medications include - trastuzumab. Corrective treatment - unk, action taken - withdrawn, outcome - not recovered for spots, rashes and dry patches, unk for infection. (B)(4): an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in UK and not yet expired was re-controlled. For each batch, both semi-reported have been picked out. The verified batches were: batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1d48. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless since we have not received the complaint sample, we reserve to close this complaint as "no conclusion possible" for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Additional info received on 03/14/2012 from quality department: case upgraded to serious after reviewing f/u info from ptc report. Ptc investigation result added. Sculptra given site added. Infection was added as a new event with limited info provided in ptc report.